Manufacturer narrative:
H11: h10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a procedure using the covera vascular covered stent. Prior to the stent placement procedure, the product had was allegedly damaged upon arrival. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, no specific lot was provided, therefore, no DHR-review could be performed. Investigation summary: the device was not returned and photos were not provided by the customer which leads to inconclusive results. There were no indications of manufacturing deficiencies. The device was not returned and photos were not provided by the customer which leads to inconclusive results. There were no indications of manufacturing deficiencies. Based on the available information and as the sample was not returned for evaluation, the investigation of the reported issue is closed with inconclusive result. A definitive root cause for the reported issue could not be determined. Labeling review: in reviewing the relevant labeling it was found that the instructions for use (IFU) sufficiently address the reported issue. The IFU states that "examine the packaging and delivery system to determine whether there is any damage or whether the sterile barrier has been compromised. Do not use the device if any of these conditions are observed". G2, g3, h6 (result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a procedure using the covera vascular covered stent. Prior to the stent placement procedure, the product had was allegedly damaged upon arrival. There was no patient contact.